Manufacturer narrative:
Ortho performed retain testing, batch record review, complaint review by lot and donor history complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
A customer complained about what was described as discordant negative antibody identification reaction for one patient having an anti-e(rh3) antibody using mts manual method. The customer reported that they had tested one patient sample for antibody identification in the indirect antiglobulin test (iat) using 0.8% resolve panel a in mts manual method and that they had obtained a discrepant negative reaction with cell 6 of the red cell reagent. The customer said that they were able to identify the anti-e(rh3) antibody with patient history and the other positive cell of the red cell reagent. The customer reported that no biased results were reported to a physician and that the patient was not harmed.